Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient is doing well postoperatively. The explanted device will not be returned. No device malfunction suspected.